Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device air mix switch cam assembly was damaged. Functional testing was performed, and the reported issue was unable to be replicated. However, on closer inspection, the air mix switch cam assembly has been subjected to impact force. The root cause could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review found the previous service replaced the oscillator which is related to the complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only** .

Event description:
It was reported that the oxygen free flows when plugged into oxygen. Preventative maintenance (pm) needed. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.